Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 250 units of insulin, and after using approximately 90 units, the insulin gauge displayed 105 units. Reportedly, the air removal technique was not being performed. During one occurrence, the customer's blood glucose (bg) level was over 300 mg/dl. To address the bg level, the customer loaded new supplies onto the pump, and delivered a correction bolus. At the time of the reported event, the customer's bg level was 187 mg/dl.